Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc). The patient had complete heart block. An invasive procedure was performed. The lead was surgically abandoned and the pacemaker was explanted and replaced. Another manufacturer's pacemaker and lead were implanted. No additional adverse patient effects were reported.